Event description:
It was reported that during the procedure the threads of four closure tops were damaged. They were removed and replaced with alternates to complete the case without reported patient harm. This is report two of four for this event.

Manufacturer narrative:
Additional information in b4, d4: unique identifier (UDI), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The specified identity of the device was confirmed. Visual inspection confirms hex damage on all 4 and thread damage on 2 blockers. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that during the procedure the threads of four closure tops were damaged. They were removed and replaced with alternates to complete the case without reported patient harm. The reported complaint was confirmed. The exact cause of this event can't be determine with the available information. However, the drive mechanism damage is consistent with improper seating of the driver in the drive mechanism or off-axis forces placed on the driver during torquing. The thread damage is consistent with improper seating of the closure top in the screw head during torquing, resulting in cross-threading and damaged threads.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2020-00027 to 3003853072-2020-00030.

Event description:
It was reported that during the procedure the threads of four closure tops were damaged. They were removed and replaced with alternates to complete the case without reported patient harm. This is report two of four for this event.